Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that no failure was found. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9735340, serial/lot #: unknown; product ID: 9735339, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that there was a recognition failure and the camera components were replaced. The site was able to complete the procedure. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Device's information references the main component of the system. Other relevant device(s) are: product ID: 9733437, lot #p705338, product ID: 9733438, lot # t301598. The psu and scu were returned to the manufacturer for analysis. When connected to a known good system the returned scu was found to be fully functional. The scu was able to track instruments connected to all three ports. No problem found. The housing of the returned psu has yellowed. The psu powered up with the fault light on. A check of the event log showed a low battery voltage fault. Otherwise, the psu passed a continuity test (aak) at .27 mm with a passing threshold of .35 mm. The hardware investigation found that the reported event was related to a hardware issue. Previous codes still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera needed to be replaced. Once the camera was replaced, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The site was able to complete the procedure with em (magnetic field).